Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 505 mg/dl with moderate to large ketones. Reportedly, customer stopped insulin delivery via the pump and addressed bg with manual injections. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed and customer's bg lowered to 150 mg/dl.